Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b braun melsungen ag (MFR). This report has been identified as b braun (B)(4). The device is currently being sent to (B)(4), for eval. A follow-up report will be provided when the eval results become available.